Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's ipg was inoperable. It was noted the patient failed to recharge the device. It addition, the patient complained of pain at the ipg site (reference MFR. Report#: 1627487-2016-05090). Subsequently, the patient underwent surgical intervention where the device was explanted and replaced. Effective stimulation was achieved postoperative and the reported issue is now resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.